Manufacturer narrative:
There was no harm to the patient or user. The case was completed without any problems. A material change has been made for the screw driver shaft to use a material with a higher hardness (hrc) value.

Event description:
The tip of the checkmate screw driver broke off during the surgery. The surgeon used a substitute driver to complete the case.